Manufacturer narrative:
The account ordered brake casters. No further information is available on the repair at this time.

Event description:
The account alleged that the brake caster is hard to stay engaged at the head end of the bed, the brake caster is not holding. No injuries.